Event description:
On (B)(6) 2009, the pt was implanted with an scs system. It was reported that the pt's leads had previously migrated and since then the pt has not been satisfied with the stimulation. The pt reported feeling the stimulation in her stomach. On (B)(6) 2010, the lead was explanted and replaced with a paddle lead.

Manufacturer narrative:
Eval - method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The leads were visually inspected and severe kinks and broken wires were observed. The leads failed continuity testing. Conclusion: the reported complaint of lead migration cannot be confirmed through lab testing; however, the devices as rec'd were severely kinked with broken wires and failed continuity testing. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.